Manufacturer narrative:
The investigation for the low pump flow and the delivery issues has been completed. The impella 5.5 pump was returned and was visually inspected. Cannula kink was observed in the middle of the cannula at the cannula bend. Biomaterial was observed around impeller. No broken blade were observed. No other abnormalities were found. Data logs were reviewed finding motor current spikes. Then the pump flow was increased to 5 liters per minute at p-6 which indicated to saturated flow. Activated clotting time was 358. The cause of the saturated pump flow was biomaterial ingest. The cause of the delivery issue was use related due to improper technique because the graft size was smaller than recommended (10 millimeters (mm) is recommended). The physician used 8 mm.

Event description:
The complainant reported a patient was attempted to be implanted with an impella 5.5 device for mechanical circulatory support. The physician was unable to access the left ventricle (lv) with the impella. The impella was removed to attempt dilation of axillary with 21 french extracorporeal membrane oxygenation cannula. The impella was flushed with sterile water for one minute then was inserted with difficulty using two .018 wires. P-2 was turned on and deactivated intra-aortic balloon pump was increased to p-4 with 4.5 flow. Suspected clot entrainment due to dampened motor current, flow saturation, and lv signal out of range. Increased to p6 with no improvement. The device was explanted and a second impella 5.5 was successfully implanted during the same procedure. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella 5.5 with smartassist for use section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿